Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie pocket was not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary cubie pocket was not detected on the bus. A field service engineer reseated the row board connections, and the retractor band cables on drawer auxiliary 1-1 and 1-2. The field service engineer ran diagnostics and tested drawer operation. The system functioned as intended after the field service engineer repaired the device. E1(initial reporter facility name - (B)(6).